Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2, see 1920664-2015-00244. Placeholder.

Event description:
The user facility reported the cutter would not cut during the procedure. They opened another pack and proceeded with the surgery with no complication. No product will be returned.